Event description:
The patient was placed on the CT scanner without incident. Scan began at 12:59 pm. The scan began without incident then abruptly stopped midway through the heart. The radiologist was called and informed of the technical issue with CT. The radiologist was asked if he wanted to repeat the CT exam. CT repeated. The second exam also stopped but through the area of interest. Siemens was called at 1:33 pm and notified of the errors. CT system was taken out of service.manufacturer response for cat scan, seimens definition flash (per site reporter).======================per reporter, the failed component was removed and the needed part was ordered and placed into the CT scanner.